Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an inapprop riate sensor response of 110 ppm or no response at all.